Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined that the reported core break appears to be related to operational circumstances of the procedure. It is likely that advancement or during use, the guide wire encountered resistance causing the tip of the guide wire to bend and/or kinked resulting in the core break and the appearance of a floppy tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: dates estimated. Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified supra core guide wire was used and the tip was noticed to be very floppy [separated core] after removal. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.